Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the remote transmissions revealed the implantable cardioverter defibrillator (ICD) exhibited oversensing due to noise that resulted with episodes of noise reversion, non-sustained ventricular tachycardia and pacing inhibition. No intervention was reported. The patient would continue to be monitored.